Manufacturer narrative:
According to service report 43354647 dated in the(B)(6)2020 a getinge service techician confirmed the low battery alarm and the shut down of the rotaflow. The last replacement of the battery pack was on(B)(6)2018 . Therefore the battery pack was older than the 2 years. The last preventative maintenance was performed on (B)(6)2020 . The external power supply lamp, battery operation lamp and the battery charging lamp worked fine. The device was used as stand alone. The 701017188 batterypack ni-cd 24v 120wh was replaced. After replacement the the rotaflow was tested after factory specification. All tests were passed. The rotaflow risk analysis version 06 (dms#2023689) chapter h1.1.1.21 was reviewed on (B)(6)2020 with the following outcome: battery power failure e.g.: * defect batteries * power supply board failure * software error * user forgot recharge * defect of charger unit the most probable root cause could be determined as the life time of the battery was due, based on the information that the last replacement of the battery was 2018-05-21. According to the instruction for use(instructions for use / 4.2 / en / 13, chapter 3.3.4 battery operation): check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The rotaflow was used for patient transport. After unplugging the rotaflow the message low battery and the acoustic alarm started. The rotaflow shut down after. The emergency drive needed to be used and the device was exchanged with another rotaflow. No person was harmed. Complaint ID: (B)(4).